Event description:
I was informed today by our doctors that the article 383512 bd nexiva closed IV catheter system lot 3114084 is leaking. I was not given any further details.

Manufacturer narrative:
Current control there is a 2 hourly in-process visual inspection for damaged components for catheter and outgoing inspection in place to check for catheter air-water leak test. Catheter air-water leak failure was not observed for the returned representative samples. The reported defect could not be confirmed. DHR review also shows no abnormality during production and qa outgoing process. Hence, root cause could not be determined. Information will be captured on trend reports and monitored.

Event description:
It was reported that bd nexiva 22 ga x 1 in single port leaked. The following information was provided by the initial reporter: I was informed today by our doctors that the article 383512 bd nexiva closed IV catheter system lot 3114084 is leaking. I was not given any further details.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.